Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. The patient experienced inaccurate cgm values which occurred 3 days after the wearable had been inserted in the arm. The patient uses tandem tslim in modified closed loop and on (B)(6) 2024 the patient was feeling nauseated. At the time of the event the cgm was reading 243 mg/dl and the blood glucose reading was 384 mg/dl. The patient took insulin, but the hyperglycemia persisted, so he went to the hospital with the spouse. There, the bg was 268 mg/dl and the cgm was unremembered. The patient was treated with unremembered fluids and discharged after 2.5 hours, feeling fine with improvement in hyperglycemia. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.